Event description:
It was reported that during implant of this right ventricular (rv) lead, difficulty was encountered with extending and retracting the helix. Additionally, the lead exhibited high threshold measurements. This lead was attempted, but not implanted. The procedure was completed with the use of another unspecified lead. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported high threshold measurements, however, confirmed the helix extension and retraction difficulties due to the presence of dried blood/tissue around the helix.

Event description:
It was reported that during implant of this right ventricular (rv) lead, difficulty was encountered with extending and retracting the helix. Additionally, the lead exhibited high threshold measurements. This lead was attempted, but not implanted. The procedure was completed with the use of another unspecified lead. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.